Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The author has not reported additional information about individual cases. Since the lot number is unknown, the manufacturing history record could not be reviewed. However, omsc has only shipped devices which passed the inspection. From the reported information, we presume that the reported complications were not due to the malfunction of the device, but occurred as a general complications of the procedure.

Event description:
In the lectures of the japan digestive disease week 2018, it was reported the following contents. Lectures: (B)(4) study of endoscopic ultrasound-guided biopsy for sclerosing biliary lesion summary: in 54 procedures of endoscopic retrograde cholangiography, olympus fb-45q-1 and another company devices were used. 8 pancreatitis occurred. 6 cholangitis occurred. No further information was provided. This is the report regarding cholangitis.